Manufacturer narrative:
(B)(4). The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - (B)(6) 2014, manufacture date ¿ ni. Medical products: regenerx 62 mm cup, unknown head, unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01756.

Event description:
It was reported patient underwent hip open reduction procedure approximately four months post-implantation due to dislocation. The surgeon used a surgical mesh to secure the hip and no parts were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device is competitor product. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.